Event description:
Mom of baby was about to use a cotton tipped applicator to clean her baby's ear, after his bath, and she noticed that the wooded stick was poking through the end of the cotton tip swab. She did not use it and brought it to the nurse's attention.